Event description:
It was reported that the balloon expandable stent dislodged from the balloon as it was being inserted into the valve of the introducer sheath. There was no pt involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The stent was returned on the balloon, the stent was dislodged proximally with the distal end of the stent located 2.1 cm from the distal tip of the catheter. The stent was loose on the balloon and was easily moved both proximally and distally. The balloon was examined under magnification (microscope 15x) and stent crimp marks were visible on the balloon. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. The complaint investigation is confirmed for a dislodged/dislocated stent. The definitive root cause could not be determined based upon the available info. It is unk if procedural issues contributed to the reported event.